Manufacturer narrative:
The zoll console in complaint was evaluated on 05/12/2016 at the customer's site. The evaluation results as follows: the event log was reviewed and found several tcmid 02 (ce errors) messages. In summary, the reported complaint was confirmed during the review of the event log. The system error was due to a defective whce (cooling engine assembly) and whpic 16 (wireless harness cable). Also noted was a broken caster. The defective and broken parts were replaced. A functional test and safety test were performed and the system was calibrated. The console passed all functionality test criteria. Evaluated at customer site.

Event description:
It was reported that during setup for patient use (no patient connected at this time) the thermogard xp ivtm console (s/n (B)(4)) displayed several tcmid: 02(ce error). Attempts to restart the ivtm console was unsuccessful. The patient's therapy was started and completed with another thermogard xp console. No additional information was provided.